Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history was performed for the both devices used during the procedure, as the specific device associated with the single leaflet device attachment (slda) could not be determined. Review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint histories did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. The reported patient effect of mitral regurgitation (worsening) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology and user technique/procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, the following information was provided: the second mitraclip procedure was performed on (B)(6) 2016 to treat the single leaflet device attachment. One clip was implanted, reducing the mr from 4 to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was discarded. The clip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that one of the clips had detached from one leaflet and remained attached to the other leaflet, which required an additional clip for treatment. On (B)(6) 2015, the initial mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Challenging anatomy was noted. Two clips (B)(4) were implanted reducing the mr to 2. On (B)(6) 2015, follow up echocardiogram found that one of the clips (identification number unknown) had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr had increased. A new mitraclip procedure was planned for (B)(6) 2016 to treat the increased mr, and stabilize the slda clip. The patient was stable. No additional information was provided.